Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to place the lead in the intended branch without causing diaphragmatic stimulation. The pacing lead was removed and replaced successfully. No further patient complications have been reported as a result of this event.